Event description:
It was reported that a intellanav mifi open-irrigated catheter was selected for an tachycardia radiofrequency ablation procedure. During preparation it was noted that the irrigation tubing of the catheter was damaged. The catheter was replaced and the procedure was completed with no patient complications. The device has been returned to boston scientific for analysis.

Manufacturer narrative:
Visual inspection of the device showed the irrigation extension tubing was found partially detached/separated from the luer fitting at the adhesive joint. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. Based on the information provided, there is no evidence that the device was used in a manner inconsistent with the labelled indications.

Event description:
It was reported that a intellanav mifi open-irrigated catheter was used in a tachycardia radiofrequency ablation procedure. During preparation it was noted that the irrigation tubing of the catheter was damaged. The catheter was replaced and the procedure was completed with no patient complications.